Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms despite performing multiple infusion set site changes. The customer's blood glucose (bg) level was over 600mg/dl and manual injections were administered to address the bg level.